Event description:
On july 15, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving the error 2 error message. On july 24, 2009, the sr. Medical surveillance specialist spoke with the patient to obtain and clarify information. On the evening of the event in 2009, the patient obtained the blood glucose reading of 165 mg/dl on the reported meter. The patient noted she had not eaten much for dinner, and so took a lesser dose of humulin 70/30 insulin, 35 units instead of her usual 65 units. In the next day, at 5:00 am the patient woke up experiencing muscle spasms in her hands and feet. The patient attempted to test her blood glucose level, however, obtained only the error 2 message upon test strip insertion; she did not obtain a result. The patient claimed she then began sweating profusely. The patient administered self-treatment with a glucose tablet, and called a friend, who then contacted emergency medical services. Paramedics arrived at 8:00 am. The patient was unable to speak and was not able to direct the paramedics to her meter. The paramedics did not carry their own meter with which to test the patient's blood glucose level. The patient was treated with oral glucose and felt better afterwards. The reported meter was then located, and the patient's blood glucose level was tested to be 80 mg/dl. She was not transported to the hospital. The patient takes a set dose of 65 units humulin 70/30 insulin at night, and humulin r insulin on a sliding scale based on meter readings. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition. The meter, test strips and control solution were replaced. The patient alleged she suffered severe hypoglycemic symptoms which worsened while she was attempting to test her blood glucose level with the reported meter and obtained only an error message, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.